Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device does not allow displacement or release for stent implantation and expansion. A section of the device did remain inside the patient¿s body. Through duodenal endoscopy and its working channel, the device including the stent is completely removed. The patient did require any additional procedures due to this occurrence. Through duodenal endoscopy and its working channel, the device including the stent is completely removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, during stent placement, 2. What endoscope type and channel size was used? Tjf 160vf, olyumpus, channel: 4.2 mm 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? Acrobat 0.035" x 450 cm 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? No, oriented to the endoscope and tension-free 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? No 7. Please advise the anatomical location of the intended target site. Common bile duct. 8. How long was the stent in the patient by the time this complaint occurred? N/a, the stent of the introducer system was never deployed. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? N/a. 11. Did the patient require any additional procedures as a result of this event? Yes. 12. What intervention (if any) was required? A second intervention by ercp. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure a few hours later, 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: 1. What was the length and diameter of the stricture? Length: 2-3 cm and diameter: 2-3 mm approximately. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? Yes. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? Yes. 3. If yes, at what point? When negotiating the crossing of the stenosis. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment. 2. If other, please specify. N/a. 3. Was the directional button pressed during use? Yes. 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? No. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? Yes, the device. Questions related to during introducer withdrawal: 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? No. 3. If yes, what was used? N/a. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. 5. Was the safety wire fully removed before removing the delivery system? Yes 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. N/a. 2. If other, please specify. N/a. 3. Was resistance encountered during advancement and/or deployment? Yes 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? Negotiation of crossing the lesion multiple times, in combination with the duodenoscope and optimal movement of the guide. 6. Was the lasso (suture) loop used during repositioning. No.

Manufacturer narrative:
Supplemental correction/ complete report is being submitted following completion of investigation on 8 may 2025. The imdrf codes have been revised, and the event has been recategorized from a serious injury to a product malfunction, as no adverse effect to the patient was reported. Device evaluation the evo-fc-10-11-8-b device of lot number: c2216136 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 29th of january 2025. On evaluation of the device, the following was observed: visual inspection: safety wire returned separately. Device returned in protective tubing. Red shuttle on 3rd dimple (before ponr). Red safety tab returned in place. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy the stent. Handle opened and outer sheath disconnected/broken from shuttle cap. All cogs intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2216136. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture as per the additional information the stricture was not dilated, and resistance was felt when passing the evolution through stricture "was there resistance felt passing the evolution through stricture? Yes" and "was the stricture dilated before stent placement? No." It is possible that during deployment, a tortuous path caused a build-up of pressure leading to the outer sheath separating from the shuttle cap which would have caused the difficulty experienced by the customer when trying to deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 01 x used device. According to the initial reporter the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction/ complete report is being submitted following completion of investigation on 8 may 2025. The imdrf codes have been revised, and the event has been recategorized from a serious injury to a product malfunction, as no adverse effect to the patient was reported.